Event description:
It was reported that during the procedure, physician had trouble positioning a microcatheter into the vessel location but was able to deploy a stent retriever (subject device). When the physician attempted to position rest of the microcatheter into place, the subject retriever snapped and broke inside the patient's anatomy. The subject retriever remains inside the patient's anatomy incorporated with the blood clot and occluding the vessel. The procedure was not completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the patient had a very tortuous anatomy and from what was reported, it seemed like there was off label use (using the device as an anchor to advance large bore aspiration catheters into place due to tortuous anatomy and potential plaque or calcium buildup at the carotid terminus). While it is possible that off-label use of the device in this manner may have contributed to the fracture, this cannot be definitively determined. An assignable cause of procedural factors will be assigned to the reported complaint since these issues appear to be associated with procedural and/or anatomical factors (tortuous anatomy) during use.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, physician had trouble positioning a microcatheter into the vessel location but was able to deploy a stent retriever (subject device). When the physician attempted to position rest of the microcatheter into place, the subject retriever snapped and broke inside the patient's anatomy. The subject retriever remains inside the patient's anatomy incorporated with the blood clot and occluding the vessel. The procedure was not completed successfully. No clinical consequences were reported to the patient due to this event.